Event description:
In this event it was reported that a pt experienced an allergic reaction "on the entire body" after the use of ah plus. The reaction occurred a few hours after the root canal treatment and the pt was hospitalized. The pt's condition improved after the removal of the ah plus.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.